Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: heparin; perclose proglide(x23. (B)(4). Failure to follow steps/instructions the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was not achieved with the pre-placed sutures of the proglide devices. An additional proglide device was deployed; however, a cuff miss was noted. A fourth proglide device was deployed; however, the access site was not closed successfully, possibly due to the knot being tightened above the vessel. Hemostasis was not achieved and cut down surgery with surgical suturing was performed to achieve hemostasis. Reportedly, no femoral angiogram was taken. Post procedure, the patient lost pulse in the foot when in the intensive care unit (ICU) and was taken back in for surgery. It was noted that one proglide suture was observed to have captured the vessel back wall and there was clot formation. The patient was treated successfully and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.